Manufacturer narrative:
A review and investigation of the process equipment used to manufacture the plug as well as the plugging station in the dialyzer assembly line were done to find possible reasons for defects or small damages to the sealing plug which occasionally may cause leakage. The plugging station design was reviewed and a small change was done to the plug entrance channel to facilitate the movement of the plug and avoid random damages. The activities on the plugging station were done on 10-3-96. The adjustments of the complete plugging station have earlier been rechecked on 8-9-96. As part of continuing improvement program the moulding tool for the plug was polished to avoid any occurrence of surface roughness. This action implemented 9-2-96 will facilitate the movement of the plug in the plug station and reduce any possibilities for random damages to the plug. Customer contacted:n. Sales/ service ontacted by investigator:n. Training required:n.

Event description:
During a dialysis treatment, there was an external blood leak from the sealing plug above the label. Blood loss was estimated at 15cc. There was no pt injury or medical intervention.